Event description:
Post percutaneous procedure, a 6f angio-seal sts device was deployed in a small tissue tract. The physician deployed the device and hemostasis was achieved with the black compaction marker seen as normal, however some collagen remained outside the tract. The tamper tube was used to push the collagen into the tract and a "clacking noise" was heard followed by bleeding. At this point, the collagen came out of the tract. Manual compression and a femostop were applied. The suture was secured to the pt's skin to prevent the anchor from migrating away from the arteriotomy. Prophylactic antibiotics were given to the pt. One day after the procedure the arterotomy site looked good with no hematoma. The remaining suture was cut 48 hours after the event and with no evidence of hematoma or infection, the pt was discharged from the hospital.